Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump delivered a bolus without user input. Customer¿s blood glucose was 42 mg/dl. Review of the pump data logs by tandem technical support verified that the customer had entered 210 grams of carbohydrates and delivered a bolus. Multiple attempts were made by tandem technical support to inform customer of t:connect findings; however, the customer did not respond.